Event description:
On (B)(6) 2014, a 25 mm trifecta valve was implanted. Three years post-implant on (B)(6) 2017, the valve was explanted and pannus was noted on the valve. A perimount valve was implanted as a replacement. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation concluded all three leaflets were fibrotically thickened and there was fibrous pannus ingrowth on the inflow surface. There was mild fusion of the free edge between leaflets 2 and 3 by pannus. The free edges of all three leaflets were rolled which is suggestive of valvular insufficiency. There was organizing thrombus on the inflow surface of all three leaflets. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, thrombus, or calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.